Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a stuck button alarm. The customer's blood glucose was 118 mg/dl at the time of call. Customer stated that the insulin pump had a stuck button alarm and the screen went blank. Customer stated that the insulin pump was exposed to a change of altitude. Customer stated that the screen came back on after the battery cap has been removed and reinstalled but insulin pump alarmed stuck button again. The insulin pump is not expected to return for analysis.